Manufacturer narrative:
Unit power up properly after battery installation. No blank display or audio and beep anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit low reservoir feature properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received off no power multiple times without low battery alert. The customer's blood glucose level was 126 mg/dl. The customer reported that the low reservoir did not alert on insulin pump. The insulin pump did not passed the displacement verification test. Insulin pump will be returned for analysis.